Manufacturer narrative:
Unit booted up properly after battery insertion. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest, no unexpected no delivery alarms were noted during testing. Successfully downloaded history files and traces using thump. Multiple no delivery alarms from 03/21/2025 18:04:01.000 to 03/21/2025 20:33:44.000. No pump error alarms that could trigger an critical pump error (open book image) on the event date or two days prior from the event date. The pump was cut open and no moisture or physical damage were noted during visual inspection. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, cracked keypad overlay, pillowing keypad overlay, cracked battery tube area, broken battery tube threads, slightly faded serial number label, and scratched case. Insulin flow blocked alarms/no delivery alarms was not confirmed during testing, critical pump error (open book) was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block alarm, critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.